Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd catheter experienced 12 cases of foreign matter in the fluid pathway and 40 cases of air bubbles/air in line. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were occurrences of flow rate slow (25), flow rate occluded (10), air bubbles / air in line (40), and foreign matter on device (12).

Manufacturer narrative:
H6 investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h10.

Event description:
It was reported that an unspecified bd catheter experienced 12 cases of foreign matter in the fluid pathway and 40 cases of air bubbles/air in line. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that there were occurrences of flow rate slow (25), flow rate occluded (10), air bubbles/air in line (40), and foreign matter on device (12).